Manufacturer narrative:
Test strip lot # 1020214365 expiration date: 12/31/2016. Control solution lot number none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer called in concerned about her bg readings. Consumer was only able to locate 1 bg result in meter memory: (B)(6) 2015 at 12:00 am bg 296 no cs test was performed on ts in question, bg tests performed according to nmp owners guide, no recent changes in diet, medication, exercise, or health, consumer stated she did receive bg results that seemed very high and she did take insulin to lower them-unable to locate in meter memory consumer reported she went to hospital due to result in question. According to the consumer, she was "...she was treated with five (5) units of insulin and was released..." The consumer was not able to provide any other inaccurate results nor could he provide any further information regarding the reported event. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the test strips in question. Failure analysis of the returned nova max blood glucose meter revealed the device to be within product specification no performance failure was found. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Use of the consumer nova max device and the qa strips from the identified lot did not reveal any performance failure. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.